Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. He also stated that the insulin pump had physical damage and that there were scratches on the screen that made it difficult to read. He stated that when he was refilling the insulin pump, the button got stuck and that is when he received the button error alarm. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to flattened act button dome switch. Insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked reservoir tube lip and severe scratches on display window.